Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device voltage was at elective-replacement level. Device image was analyzed indicating elevated current occurred was caused by the device firmware. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was confirmed to be in elective-replacement level. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device exhibited premature battery depletion and the device was explanted and replaced. Patient was stable and no adverse consequences were reported.